Event description:
Boston scientific crm received information from the patient that he has experienced fatigue, and believes the device has not paced 3-4 times recently. The patient stated the device has not been checked since being implanted. Technical services (ts) discussed that normal device follow-up usually occurs once every six months or once a year. Ts referred the patient to a physician. No adverse patient effects were reported.

Manufacturer narrative:
Additional information from the field noted the patient has not been to the clinic for a check since the call to ts. If additional information becomes available, this report will be updated.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.